Manufacturer narrative:
H11. Corrected data: UDI # (B)(4).

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that a 25 mm bioprosthetic aortic valve, implanted approximately for one (1) year and five (5) months, was explanted due to dehisced aortic root. The explanted device was replaced with a 25 mm bioprosthetic valve during redo aortic root replacement. To facilitate weaning, an iabp was placed. Due to swelling and concerns about bleeding, the chest was left open and a temporary esmark was placed. The patient was transported to the ICU in critical condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-0014.